Event description:
The manufacturer received information from a social media website alleging an end user received a replacement dreamstation 2 and feels it is not an upgrade, but it is working. The users' spouse did not receive a replacement, but his cardiologist and pulmonologist really wanted him back on CPAP, so he did another sleep study and received a new machine which was a resmed device, and the spouse does not like it. The spouse is convinced her husband had a bad machine, even before the recall, and is convinced it caused his pulmonary fibrosis. There was no report of which CPAP devices the spouse has used. There is no patient contact information available to obtain further details. No product has been returned for investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.